Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2additional information was received from the patient. They reported that the patient's implant was replaced the day of the report and they noted they would have all the information once the doctor 'reads it'. In response to the event date question they said they did not pay attention, but noticed the year before last they that hand to run the humidifier in the house or else the patient would get shocked, the year of report, they did not need to run at it at all, the patient was not getting shocked, so the pacemaker quite sometime before it got cold the previous year. Caller said it was discovered it was dead on (B)(6) 2021, but the patient had been getting worse, losing weight and they noticed it was not shocking them for over 6 months or so. They patient had not seen a doctor in a year and a half. Caller said the replacement surgery was done the day of report and the same doctor oversaw the feeding tube. Caller said the following month the patient was going to see a gastrologist. They were redirected to the patient's healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that normally the patient felt an electric shock when they touched outlets in the winter and that was no longer happening to them.